Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
There were no customer comments indicated, most likely the device is not working, no patient impact.